Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the limited investigation results, a cause for the reported incident could not be determined. Rationale: CAPA not required at this time.

Event description:
It was reported that needle 26x1/2 rb needle was defective. The following information was provided by the initial reporter: it is reported customer experienced fill resistance. Verbatim: (B)(4). Caller reported that needle was defective. Number of occurrences: 1 time. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Was the syringe/needle reused? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product available for return to bd? No. Resolution: caller successfully filled a cartridge with insulin. No further follow up is required. Cts to send replacement.